Manufacturer narrative:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of back pain ("back pain/pain") and pregnancy with contraceptive device ("unwanted pregnancy/pregnancy (no complications)") in an adult female patient who had essure (batch no. B71761) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient does not under go essure confirmation test" and device ineffective "device ineffective". Concomitant products included anovlar (loestrin) for birth control as well as eugynon (lutera-28). On (B)(4)2014, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), pain in extremity ("leg pain"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)") and complication of device insertion ("complications or problems that occurred at the time of your essure placement procedure/right side could not be done on first visit"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (surgery to remove essure implant/bilateral salpingectomy). Essure was removed on (B)(4)2016. At the time of the report, the back pain, pregnancy with contraceptive device, pain in extremity, headache, dysmenorrhoea, cystitis, urinary tract infection, vaginal infection and complication of device insertion outcome was unknown. The pregnancy outcome was not reported. The reporter considered back pain, complication of device insertion, cystitis, dysmenorrhoea, headache, pain in extremity, pregnancy with contraceptive device, urinary tract infection and vaginal infection to be related to essure. The reporter commented: date(s) of insertion: (B)(4)2014 and (B)(4)2014 most recent follow-up information incorporated above includes: on (B)(4)2018: plaintiff fact sheet received: new reporter was added,patient demographic details added, product lot number added,event was clubbed-unwanted pregnancy/pregnancy (no complications), back pain/pain, event was added- dysmenorrhea,bladder infection, urinary tract infection, vaginal infection,complication of device insertion,device monitoring procedure not performed.essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), back pain ("back pain/pain") and pregnancy with contraceptive device ("unwanted pregnancy/pregnancy (no complications)") in a 24-year-old female patient (gravida 4, para 4) who had essure (batch no. B71761) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "patient does not under go essure confirmation test". The patient's concurrent conditions included multigravida and parity 4. Concomitant products included anovlar (loestrin) for birth control as well as eugynon (lutera-28). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 14 days after insertion of essure, the patient experienced back pain (seriousness criteria medically significant and intervention required) and pain in extremity ("leg pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), hypoaesthesia ("intermittent arm numbness"), complication of device insertion ("complications or problems that occurred at the time of your essure placement procedure/right side could not be done on first visit") and abdominal pain ("abdominal pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (surgery to remove essure implant/bilateral salpingectomy) and surgery (surgery to remove essure implant/bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, back pain, pregnancy with contraceptive device, pain in extremity, headache, dysmenorrhoea, cystitis, urinary tract infection, vaginal infection, hypoaesthesia, complication of device insertion and abdominal pain outcome was unknown. The pregnancy outcome was not reported. The reporter considered abdominal pain, back pain, complication of device insertion, cystitis, dysmenorrhoea, headache, hypoaesthesia, pain in extremity, pelvic pain, pregnancy with contraceptive device, urinary tract infection and vaginal infection to be related to essure. The reporter commented: date(s) of insertion: ((B)(6) 2014. The proximal portion of the device was visualized and less than 3 coils were noted prodding into the uterine cavity. Tolerated procedure well without difficulty. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: dysmenorrhea,back pain, pelvic pain, bdominal pain, pregnancy on contraceptive device. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 27-jul-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), back pain ('back pain/pain') and pregnancy with contraceptive device ('unwanted pregnancy/pregnancy (no complications)') in a 24-year-old female patient who had essure (batch no. B71761) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "patient does not under go essure confirmation test". The patient's concurrent conditions included multigravida and parity 4 (B)(6) 2008; (B)(6) 2010; (B)(6) 2014; (B)(6) 2016). Concomitant products included ethinylestradiol;norethisterone acetate (loestrin) for birth control as well as ethinylestradiol;levonorgestrel (lutera) and hydrocodone bitartrate;paracetamol (vicodin). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced complication of device insertion ("complications or problems that occurred at the time of your essure placement procedure/right side could not be done on first visit"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain (seriousness criteria medically significant and intervention required) and pain in extremity ("leg pain"). In 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal)"). On an unknown date, the patient experienced headache ("headaches"), cystitis ("infection (bladder/ urinary tract/vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), hypoaesthesia ("intermittent arm numbness") and abdominal pain ("abdominal pain"). The patient was treated with surgery (surgery to remove essure implant/bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and back pain had resolved, the pregnancy with contraceptive device, pain in extremity, headache, dysmenorrhoea, cystitis, urinary tract infection, vaginal infection, hypoaesthesia and complication of device insertion outcome was unknown and the abdominal pain was resolving. Pregnancy related information: prospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal pain, back pain, complication of device insertion, cystitis, dysmenorrhoea, headache, hypoaesthesia, pain in extremity, pelvic pain, pregnancy with contraceptive device, urinary tract infection and vaginal infection to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2014 and (B)(6)-2014. The proximal portion of the device was visualized and less than 3 coils were noted prodding into the uterine cavity. Tolerated procedure well without difficulty. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: dysmenorrhea,back pain, pelvic pain, bdominal pain, pregnancy on contraceptive device. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Patient recovered from events back pain, pelvic pain and she was recovering from event abdominal pain. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), back pain ("back pain/pain") and pregnancy with contraceptive device ("unwanted pregnancy/pregnancy (no complications)") in a 24-year-old female patient (gravida 4, para 4) who had essure (batch no. B71761) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "patient does not under go essure confirmation test". The patient's concurrent conditions included multigravida and parity 4. Concomitant products included anovlar (loestrin) for birth control as well as eugynon (lutera-28). On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced complication of device insertion ("complications or problems that occurred at the time of your essure placement procedure/right side could not be done on first visit"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain (seriousness criteria medically significant and intervention required) and pain in extremity ("leg pain"). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), hypoaesthesia ("intermittent arm numbness") and abdominal pain ("abdominal pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (surgery to remove essure implant/bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, back pain, pregnancy with contraceptive device, pain in extremity, headache, dysmenorrhoea, cystitis, urinary tract infection, vaginal infection, hypoaesthesia, complication of device insertion and abdominal pain outcome was unknown. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal pain, back pain, complication of device insertion, cystitis, dysmenorrhoea, headache, hypoaesthesia, pain in extremity, pelvic pain, pregnancy with contraceptive device, urinary tract infection and vaginal infection to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2014 and (B)(6) 2014. The proximal portion of the device was visualized and less than 3 coils were noted prodding into the uterine cavity. Tolerated procedure well without difficulty. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: dysmenorrhea,back pain, pelvic pain, bdominal pain, pregnancy on contraceptive device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2018: pfs received. Pregnancy outcome added. New reporters and reporter information added. Concomitant conditions added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), back pain ("back pain/pain") and pregnancy with contraceptive device ("unwanted pregnancy/pregnancy (no complications)") in a 24-year-old female patient (gravida 4, para 4) who had essure (batch no. B71761) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "patient does not under go essure confirmation test". The patient's concurrent conditions included multigravida and parity 4. Concomitant products included anovlar (loestrin) for birth control as well as eugynon (lutera-28). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014 , 14 days after insertion of essure, the patient experienced back pain (seriousness criteria medically significant and intervention required) and pain in extremity ("leg pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), hypoaesthesia ("intermittent arm numbness"), complication of device insertion ("complications or problems that occurred at the time of your essure placement procedure/right side could not be done on first visit") and abdominal pain ("abdominal pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (surgery to remove essure implant/bilateral salpingectomy) and surgery (surgery to remove essure implant/bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, back pain, pregnancy with contraceptive device, pain in extremity, headache, dysmenorrhoea, cystitis, urinary tract infection, vaginal infection, hypoaesthesia, complication of device insertion and abdominal pain outcome was unknown. The pregnancy outcome was not reported. The reporter considered abdominal pain, back pain, complication of device insertion, cystitis, dysmenorrhoea, headache, hypoaesthesia, pain in extremity, pelvic pain, pregnancy with contraceptive device, urinary tract infection and vaginal infection to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2014. The proximal portion of the device was visualized and less than 3 coils were noted prodding into the uterine cavity. Tolerated procedure well without difficulty. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: dysmenorrhea,back pain, pelvic pain, bdominal pain, pregnancy on contraceptive device. Most recent follow-up information incorporated above includes: on 21-may-2018: pfs+mr received, reporter added, patient concomitant condition added, events added as : hypoaesthesia, abdominal pain, pelvic pain. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of back pain ("back pain") and pregnancy with contraceptive device ("unwanted pregnancy") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), pain in extremity ("leg pain") and headache ("headaches"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (surgery to remove essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the back pain, pregnancy with contraceptive device, pain in extremity and headache outcome was unknown. The pregnancy outcome was not reported. The reporter considered back pain, headache, pain in extremity and pregnancy with contraceptive device to be related to essure. Company causality comment: this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014 and reported adverse events including back pain and unwanted pregnancy. On (B)(6) 2016 plaintiff underwent surgery and essure was removed. Back pain may have multiple causes. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance which included failure to return for the essure confirmation test. In this case limited information was provided. This case was classified as incident since device removal was required via surgical intervention. A product technical analysis is being sought. Follow-up information will be obtained through the litigation process.

Manufacturer narrative:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of back pain ("back pain") and pregnancy with contraceptive device ("unwanted pregnancy") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), pain in extremity ("leg pain") and headache ("headaches"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (surgery to remove essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the back pain, pregnancy with contraceptive device, pain in extremity and headache outcome was unknown. The pregnancy outcome was not reported. The reporter considered back pain, headache, pain in extremity and pregnancy with contraceptive device to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Lack of efficacy can occur with the use of any product and is not necessary indicative of a quality defect. The reported medical events are not necessarily indicative of a quality defect. The quality unit concluded a quality defect was not confirmed. Based on the available information, there is no relationship between the reported medical events or the lack of efficacy event and a quality defect. Most recent follow-up information incorporated above includes: on 8-may-2017: quality-safety evaluation of ptc. Company causality comment: this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014 and reported adverse events including back pain and unwanted pregnancy. On (B)(6) 2016 plaintiff underwent surgery and essure was removed. Back pain may have multiple causes. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance which included failure to return for the essure confirmation test. In this case limited information was provided. This case was classified as incident since device removal was required via surgical intervention. According to the product technical analysis, there is no relationship between the reported medical events or the lack of efficacy event and a quality defect. Follow-up information will be obtained through the litigation process.